Event description:
It was reported that during an unknown procedure the device did not work. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Advancer bypass additional information was requested, but unavailable: (B)(6).